Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) the device was not returned to bwi.

Event description:
It was reported that a patient underwent an afib. Ablation procedure using smart touch bidirectional catheter and suffered cardiac tamponade which required pericardiocentesis with 250cc fluid withdrawal. During procedure patient's spo2 (min 54%, max 100% )and blood pressure were tracked. The patient was then fully recovered. It was also reported that during procedure, the smart touch catheter was moved from left pulmonary vein to right superior pulmonary vein to insert two competitor's sheaths into the left atrium by st guide. When moving the catheter, the physician felt strange. The physician commented that the perforation might have occurred when the catheter was moved from lpv to rspv and before ablation was performed. He also mentioned that his catheter manipulation caused the adverse event. Generator: power control mode.